Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. The pulse test failure occurred during servicing of this monitor at the distributor in germany. The failure did not occur on the pt. Upon investigation of the monitor at zoll, components q10, q12, q13, q16 and q17 on the pca board were all damaged. The cause of the damaged components was due to the pulse test failure that occurred during servicing in (B)(4). The root cause of the pulse test failure cannot be positively identified, but was likely an error that was caused by improper testing methods. No adverse event resulted from the pulse test failure.

Event description:
During servicing of monitor sn (B)(4) at the (B)(4) distributor, a reportable problem was detached. The monitor failed the pulse test.